Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent acdr c5-6 using rhbmp-2/acs on (B)(6) 2006. Post-op, the patient had increasingly severe pain that radiated from the neck into the right hand, difficulty breathing,and nerve injury. An MRI study on (B)(6) 2008 reveals evidence of myomalacia involving the right aspect of the cord at the lower c5 level. Reportedly, the patient's neck is no longer able to support the weight of her head. She feels like her neck is ¿falling,¿ and despite wearing a cumbersome neck brace, she continues to feel severe and unrelenting pain from her neck into her right hand. She is losing sensation in her upper extremities

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: patient got admitted in hospital with pre-op diagnosis: cervical myeloradiculopathy. Patient underwent the following procedures: anterior cervical radical discectomy. Anterior cervical partial corpectomy, inferior c5. Anterior cervical partial corpectomy, superior c6. Cervical interbody instrumentation using peek cage. Cervical interbody fusion using autologous bone, c5-6. Anterior cervical instrumentation using a cervical plate. 7) harvesting of non-structural autograft. On per op-notes: ¿¿measurements were made for appropriate cage. This was filled with the autologous bone and a small amount of bmp... Intraoperative x-ray verified appropriate location of plate, graft and screws. ¿ on (B)(6) 2006, the patient underwent cervical spine x-ray post cervical fusion procedure. Impression: surgical changes of c5-6 anterior screw plate fixation and interbody fusion. On (B)(6) 2006, the patient presented for follow up. On (B)(6) 2006, the patient presented with cervical disc disease, neck pain and weakness and underwent x-ray of cervical spine. Impression: expected post-op appearance of c5-6 interbody fusion and anterior stabilization. Soft tissue swelling within normal limits. Degenerative disk disease. On (B)(6) 2006, the patient presented for follow up. On (B)(6) 2007, the patient underwent cervical spine x-ray. Conclusion: anterior fusion c5-6. No acute findings in the cervical spine. On (B)(6) 2007, the patient presented for follow up. Assessment: no evidence of hardware failure. On (B)(6) 2007, the patient presented for follow up. On (B)(6) 2007: patient presented for follow up of her hypertension. Assessment: hypertension, uncontrolled. On (B)(6) 2007: patient presented with neck pain and underwent CT of the cervical spine without contrast. Impression: status post intervertebral fusion and anterior metallic plate at the c5-6 level in position. The cervical vertebral bodies maintain their height. There is mild underlying cervical canal stenosis from c3 to c6. Patient also underwent radiographic study of cervical spine. Conclusion: unremarkable post-operative cervical spine. No change from (B)(6) 2006. On (B)(6) 2007: patient presented for follow up on her five month status post cervical discectomy and fusion surgery. Review of patient¿s imaging studies revealed: solid fusion, good alignment of hardware, and solid bony growth through the cages. On (B)(6) 2007, (B)(6) 2008: patient underwent screening mammogram. Conclusion: no signs of malignancy in either breast. On (B)(6) 2007: patient presented with a complaint of right leg pain in the back of the knee. Assessment: right knee pain most likely related to tendonitis. On (B)(6) 2007: patient presented with a complaint of some vertigo, like everything spinning around if she moves around. Assessment: vertigo, positional. On (B)(6) 2007: patient presented with a complaint that she thinks that she passed out last week. Assessment: syncope vs. Orthostatic hypertension. On (B)(6) 2007: patient presented with complaint of dizziness, and underwent MRI of brain with and without contrast. Impression: normal brain MRI with contrast. On (B)(6) 2007: patient presented with a complaint of some frequency of urination. Assessment: thrush, frequency of urination. On (B)(6) 2008: patient presented with complaint that she was having a little dizzy kind of spell on the right ear. Assessment: mild vertigo secondary to most likely viral otitis. On (B)(6) 2008, the patient presented for follow up. On (B)(6) 2008, the patient presented with complaint of neck pain and underwent CT scan and MRI scan of the cervical spine. Conclusion from CT: post-op changes at c5-6 level. Asymmetric disk bulging at the c4-5 level more prominently to the left of midline. Conclusion from MRI: there is a subtle evidence of mild myomalacia without appreciable volume loss involving the right aspect of the cord at the lower c5 level. On (B)(6) 2008, the patient presented for follow up. On (B)(6) 2008, the patient presented for office visit. On (B)(6) 2009: patient presented with pre-op diagnosis: colorectal neoplasia. Colonoscopy was performed on patient for further evaluation of the same. There were no immediate post-procedural complications. Patient¿s post-procedure diagnosis: suboptimal colonic prep. Diminutive polyp in the ascending colon, status post cold biopsy polypectomy. On (B)(6) 2011: patient visited office for the following reasons: head and neck pain, lightheadedness, breast problem (referral for a mammogram) and a flu shot. Patient¿s medication was verified and med list updated. Assessment: dizziness, most likely mild vertigo. On (B)(6) 2011: patient underwent digital bilateral screening mammogram. Findings: the breast parenchyma is of average density. No developing mass is seen. A few scattered benign calcifications are seen. No suspicious calcifications are identified. On (B)(6) 2012: patient visited office for the following reasons: weight loss and leg pain. Assessment: pain in the legs, history of hypothyroidism. On (B)(6) 2012: patient visited office with a complaint of some upper body ache, some vertigo-like feeling like dizziness and some sore throat and chills (duration four days). Assessment: viral pharyngitis. On (B)(6) 2012: patient visited office with dizziness, nausea and leg weakness. Assessment: dizziness, dyspnea, unspecified hypothyroidism. Meclizine hcl medication was discontinued from this visit. On (B)(6) 2012: patient presented for gyn (gynecological) exam. On (B)(6) 2012: patient underwent pap (papanicolaou) test. Final diagnosis: negative for intraepithelial lesion or malignancy. On (B)(6) 2012: patient presented for flu vaccination. On (B)(6) 2013: patient presented for hypertension. On (B)(6) 2013: patient visited office with sinus congestion, ear and facial pain, and body aches for nine days. Assessment: need for prophylactic vaccination with combined diphtheria-tetanus-pertussis (dtp) vaccine, acute sinusitis, unspecified. On (B)(6) 2013: patient visited office with back pain shooting into left leg to ankle and left hip pain. Patient got her medication refilled. Assessment: left sided sciatica. On (B)(6) 2013: patient presented with some medication issues. On (B)(6) 2013: patient presented with left leg pain and followed up on her left sided sciatica pain. On (B)(6) 2013: patient presented to therapy with significant decline in prior level of function due to signs and symptoms consistent with new onset of treatment diagnosis: back symptoms with pain, impaired muscle performance, radiating pain, and impaired gait. Patient also complaint of having l sciatica symptoms with radicular symptoms into left leg extremity. Patient stated that she could not stand or lie on l without increasing pain on left leg extremity. Patient also reported having ¿crawling¿ sensation in her leg. On (B)(6) 2013: patient presented with complaint of left leg tactile hallucination like something is crawling on her left leg above the medial malleolus. Assessment: neuralgia.